Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion. It was reported that clamp was broken during procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient.

Manufacturer narrative:
The double process clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring has been pulled of the adjustment screw and is missing. As is, the adjustment screw would be able to close the clamp but not release it. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.